Manufacturer narrative:
This adult female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (B)(4). The patient (patient ID: (B)(6)) had essure inserted for birth control and nova sure for menorrhagia. The report describes a case of menorrhagia ("heavy periods") and pelvic pain ("pelvic pain"). The patient's past medical history included pain pelvic from (B)(6) 2017 to (B)(6) 2017, wrist pain on (B)(6) 2017, dyspnea on (B)(6) 2017, headache, depression, muscle cramps, wrist pain and ovarian cyst on (B)(6) 2016. Previously administered products included for depression: zoloft from (B)(6) 2016 to (B)(6) 2018; for headaches: tramadol from (B)(6) 2016 to (B)(6) 2018 and ibuprofen from (B)(6) 2016 to (B)(6) 2018; for cramps: acetaminophen/codeine from (B)(6) 2017 to (B)(6) 2018; for bv (bacterial vaginosis): metronidazole from (B)(6) 2017 to (B)(6) 2017 and metronidazole from (B)(6) 2017 to (B)(6) 2017. Concomitant products included metronidazole from (B)(6) 2017 to (B)(6) 2017 for bacterial vaginosis, sertraline (zoloft) since (B)(6) 2016 for depression, ibuprofen since (B)(6) 2016 and tramadol since (B)(6) 2016 for headache and galenic /paracetamol/codeine/ (acetaminophen w/codeine) from (B)(6) 2017 to (B)(6) 2017 for muscle cramps and pelvic pain. On an unknown date, the patient started nova sure at an unspecified dose and frequency. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 5 months 12 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on (B)(6) 2018) and surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and pelvic pain had resolved. The relationship of menorrhagia and pelvic pain to treatment with essure and nova sure was not reported. The reporter commented: on (B)(6) 2018 a hysterectomy was performed. During the procedure, a right ovarian cyst was observed and removed by precaution. The patient did not complain of cyst prior to procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. (B)(6) 2017: swab collected for chlamydia, gonococcus, trich - results were negative. (B)(6) 2017: ua (urinalysis) - all normal. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event date and outcome added; patient's relevant history, concomitant drugs were added. On (B)(6) 2018: ptc information. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Lt female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: (B)(4)). The patient (patient ID: (B)(6)) had essure (batch no. D23515) inserted for birth control and nova sure for menorrhagia. The report describes a case of menorrhagia ("menorrhagia") and pelvic pain ("pelvic pain"). The patient's past medical history included pain pelvic from (B)(6) 2017 to (B)(6) 2017 , wrist pain on (B)(6) 2017, dyspnea on (B)(6) 2017, headache, depression, muscle cramps, wrist pain and ovarian cyst on (B)(6) 2016. Previously administered products included for depression: zoloft from (B)(6) 2016 to (B)(6) 2018; for headaches: tramadol from (B)(6) 2016 to (B)(6) 2018 and ibuprofen from (B)(6) 2016 to (B)(6) 2018; for cramps: acetaminophen/codeine from (B)(6) 2017 to (B)(6) 2018; for bv (bacterial vaginosis): metronidazole from (B)(6) 2017 to (B)(6) 2017 and metronidazole from (B)(6) 2017 to (B)(6) 2017. Concomitant products included metronidazole from (B)(6) 2017 to (B)(6) 2017 for bacterial vaginosis, sertraline (zoloft) since (B)(6) 2016 for depression, ibuprofen since (B)(6) 2016 and tramadol since (B)(6) 2016 for headache and galenic /paracetamol/codeine/ (acetaminophen w/codeine) from (B)(6) 2017to (B)(6) 2017 for muscle cramps and pelvic pain. On an unknown date, the patient started nova sure at an unspecified dose and frequency. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 3 months 14 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on (B)(6) 201) and surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the menorrhagia and pelvic pain had resolved. The investigator considered menorrhagia and pelvic pain to be unrelated to essure and nova sure. The reporter commented: on (B)(6) 2018 a hysterectomy was performed. During the procedure, a right ovarian cyst was observed and removed by precaution. The patient did not complain of cyst prior to procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. (B)(6) 2017: swab collected for chlamydia, gonococcus, trich ¿ results were negative. (B)(6) 2017: ua (urinalysis) ¿ all normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: correction on (B)(6) 2018 following reconciliation with study database the previous ae reported term "heavy periods" was updated to "menorrhagia". Event stop date added and reporter`s assessment was changed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Lt female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). The patient (patient ID: (B)(6) had essure (batch no. D23515) inserted for birth control and nova sure for menorrhagia. The report describes a case of menorrhagia ("menorrhagia") and pelvic pain ("pelvic pain"). The patient's past medical history included pain pelvic from (B)(6)2017 to (B)(6) 2017, wrist pain on (B)(6)2017, dyspnea on (B)(6)2017, headache, depression, muscle cramps, wrist pain and ovarian cyst on (B)(6) 2016. Previously administered products included for depression: zoloft from (B)(6)2016 to(B)(6)2018; for headaches: tramadol from (B)(6)2016 to (B)(6)2018 and ibuprofen from (B)(6) 2016 to (B)(6)2018; for cramps: acetaminophen/codeine from (B)(6)2017 to (B)(6)2018; for bv (bacterial vaginosis): metronidazole from (B)(6)2017 to(B)(6)2017 and metronidazole from (B)(6)2017. Concomitant products included metronidazole (B)(6)2017 for bacterial vaginosis, sertraline (zoloft) since (B)(6)2016 for depression, ibuprofen since january 2016 and tramadol since december 2016 for headache and galenic /paracetamol/codeine/ (acetaminophen w/codeine) (B)(6)2017 for muscle cramps and pelvic pain. On an unknown date, the patient started nova sure at an unspecified dose and frequency. On (B)(6)2016, the patient had essure inserted. On(B)(6)2017, 5 months 12 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6)2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on (B)(6)2018) and surgery (hysterectomy on (B)(6)2018). Essure was removed on (B)(6)2018. On(B)(6)2018, the menorrhagia and pelvic pain had resolved. The investigator considered menorrhagia and pelvic pain to be unrelated to essure and nova sure. The reporter commented: on (B)(6)2018 a hysterectomy was performed. During the procedure, a right ovarian cyst was observed and removed by precaution. The patient did not complain of cyst prior to procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. (B)(6)2017: swab collected for chlamydia, gonococcus, trich ¿ results were negative. (B)(6)2017: ua (urinalysis) all normal quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: correction: event onset date was corrected to (B)(6) 2017. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Able patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). The patient (patient ID: 250002) had fallopian tube occlusion insert inserted for birth control and nova sure for menorrhagia. The report describes a case of menorrhagia ("heavy periods") and pelvic pain ("pelvic pain"). The patient's past medical history included pain pelvic from (B)(6) 2017 to (B)(6) 2017, wrist pain on (B)(6) 2017 and dyspnea on (B)(6) 2017. Previously administered products included for depression: zoloft from (B)(6) 2016 to (B)(6) 2018; for headaches: tramadol from december 2016 to (B)(6) 2018 and ibuprofen from january 2016 to (B)(6) 2018; for cramps: acetaminophen/codeine from (B)(6) 2017 to (B)(6) 2018; for bv (bacterial vaginosis): metronidazole from (B)(6) 2017 to (B)(6) 2017 and metronidazole from (B)(6) 2017 to (B)(6) 2017. On an unknown date, the patient started nova sure at an unspecified dose and frequency. On (B)(6) 2016, the patient had fallopian tube occlusion insert inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy) and surgery (hysterectomy). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the menorrhagia and pelvic pain outcome was unknown. The relationship of menorrhagia and pelvic pain to treatment with fallopian tube occlusion insert and nova sure was not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. (B)(6) 2017: swab collected for chlamydia, gonococcus, trich ¿ results were negative. (B)(6) 2017: ua (urinalysis) ¿ all normal most recent follow-up information incorporated above includes: on (B)(6) 2018: response to company queries provided: patient's dob, historical conditions and treatments (headaches treated with ibuprofen and tramadol, depression treated with zoloft, cramps treated with acetaminophen/codeine, pain pelvic, bv (bacterial vaginosis) treated with metronidazole, left wrist pain and dyspnea), lab data ((B)(6) 2017 and (B)(6) 2017), essure insertion date ((B)(6) 2016) and essure removal date ((B)(6) 2018). Regarding outcome of the events, with stop dates it was cited "no further treatment". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This adult female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: (B)(4)). The patient (patient ID: (B)(6) ) had essure (batch no. D23515) inserted for birth control and nova sure for menorrhagia. The case describes the occurrence of menorrhagia ('menorrhagia') and pelvic pain ('pelvic pain'). The patient's medical history included wrist pain on (B)(6) 2017, dyspnea on (B)(6) 2017, pain pelvic from (B)(6) 2017, ovarian cyst on (B)(6) 2016, headache, depression, muscle cramps, wrist pain, dysmenorrhea and menorrhagia. Previously administered products included for depression: zoloft from (B)(6) 2016 to (B)(6) 2021; for headaches: tramadol from (B)(6) 2016 to (B)(6) 2021 and ibuprofen from (B)(6) 2016 to (B)(6) 2021; for cramps: acetaminophen/codeine from (B)(6) 2017 to (B)(6) 2018; for bv (bacterial vaginosis): metronidazole from 23-apr-2017 to 6-may-2017 and metronidazole from 17(B)(6) 2017. Concomitant products included metronidazole from (B)(6) 2017 for bacterial vaginosis, sertraline hydrochloride (zoloft) since (B)(6) 2016 for depression, ibuprofen since (B)(6) 2016 and tramadol since (B)(6) 2016 for headache and codeine;paracetamol (acetaminophen;codeine) from (B)(6) 2017 for muscle cramps and pelvic pain. On an unknown date, the patient started nova sure at an unspecified dose and frequency. On (B)(6) 2016, the patient had essure inserted. On (B)(6) -2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 5 months 12 days after insertion of essure. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on (B)(6) 2018 and total laparoscopic hysterectomy on (B)(6) 2018. Essure inserts removed). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the menorrhagia and pelvic pain had resolved. The investigator considered menorrhagia and pelvic pain to be unrelated to essure and nova sure. The reporter commented: on (B)(6) 2018 a hysterectomy was performed. During the procedure, a right ovarian cyst was observed and removed by precaution. The patient did not complain of cyst prior to procedure. Event pelvic pain was related to menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. (B)(6) 2017: swab collected for chlamydia, gonococcus, trich ¿ results were negative. (B)(6) 2017: ua (urinalysis) ¿ all normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: no new information received, update to imdrf/FDA codes only. This female patient had essure inserted and experienced menorrhagia within 6 months of treatment. She has also experienced pelvic pain approximately one year later. Essure was removed. These events are listed in the reference safety information for essure. Considering the positive temporal relationship and the safety profile of the product, in disagreement with the investigator, a causality of essure for the events cannot be entirely excluded (related). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Lt female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). The patient (patient ID: (B)(6)) had essure (batch no. D23515) inserted for birth control and nova sure for menorrhagia. The report describes a case of menorrhagia ("menorrhagia") and pelvic pain ("pelvic pain"). The patient's past medical history included pain pelvic from (B)(6) 2017 to (B)(6) 2017, wrist pain on (B)(6) 2017, dyspnea on (B)(6) 2017, headache, depression, muscle cramps, wrist pain, ovarian cyst on (B)(6) 2016, dysmenorrhea and menorrhagia. Previously administered products included for depression: zoloft from (B)(6) 2016 to (B)(6) 2018; for headaches: tramadol from (B)(6) 2016 to (B)(6) 2018 and ibuprofen from (B)(6) 2016 to (B)(6) 2018; for cramps: acetaminophen/codeine from (B)(6) 2017 to (B)(6) 2018; for bv (bacterial vaginosis): metronidazole from (B)(6) 2017 to (B)(6) 2017 and metronidazole from (B)(6) 2017 to (B)(6) 2017. Concomitant products included metronidazole from (B)(6) 2017 to (B)(6) 2017 for bacterial vaginosis, sertraline (zoloft) since (B)(6) 2016 for depression, ibuprofen since (B)(6) 2016 and tramadol since (B)(6) 2016 for headache and galenic /paracetamol/codeine/ (acetaminophen w/codeine) from (B)(6) 2017 to (B)(6) 2017 for muscle cramps and pelvic pain. On an unknown date, the patient started nova sure at an unspecified dose and frequency. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 5 months 12 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with hysterectomy on (B)(6) 2018 and essure was removed. On (B)(6) 2018, the menorrhagia and pelvic pain had resolved. The investigator considered menorrhagia and pelvic pain to be unrelated to essure and nova sure. The reporter commented: on (B)(6) 2018 a hysterectomy was performed. During the procedure, a right ovarian cyst was observed and removed by precaution. The patient did not complain of cyst prior to procedure. Event pelvic pain was related to menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. (B)(6) 2017: swab collected for chlamydia, gonococcus, trich ¿ results were negative. (B)(6) 2017: ua (urinalysis) ¿ all normal . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-nov-2018: patient ID was corrected from (B)(6) to (B)(6). Stop date for the previously reported events "menorrhagia" and "pelvic pain" was confirmed as being (B)(6) 2018. Dysmenorrhea and menorrhagia were added as patient's historical condition. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). The patient (patient ID: (B)(6)) had fallopian tube occlusion insert inserted and essure. The report describes a case of menorrhagia ("heavy periods") and pelvic pain ("pelvic pain"). On an unknown date, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient had fallopian tube occlusion insert inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the menorrhagia and pelvic pain outcome was unknown. The relationship of menorrhagia and pelvic pain to treatment with essure and fallopian tube occlusion insert was not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Lt female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). The patient (patient ID: (B)(6)) had essure (batch no. D23515) inserted for birth control and nova sure for menorrhagia. The report describes a case of menorrhagia ("heavy periods") and pelvic pain ("pelvic pain"). The patient's past medical history included pain pelvic from (B)(6) 2017 to (B)(6) 2017, wrist pain on (B)(6) 2017, dyspnea on (B)(6) 2017, headache, depression, muscle cramps, wrist pain and ovarian cyst on (B)(6) 2016. Previously administered products included for depression: zoloft from (B)(6) 2016 to (B)(6) 2018; for headaches: tramadol from (B)(6) 2016 to (B)(6) 2018 and ibuprofen from (B)(6) 2016 to (B)(6) 2018; for cramps: acetaminophen/codeine from (B)(6) 2017 to (B)(6) 2018; for bv (bacterial vaginosis): metronidazole from (B)(6) 2017 to (B)(6) 2017 and metronidazole from (B)(6) 2017 to (B)(6) 2017. Concomitant products included metronidazole from (B)(6) 2017 to (B)(6) 2017 for bacterial vaginosis, sertraline (zoloft) since (B)(6) 2016 for depression, ibuprofen since (B)(6) 2016 and tramadol since (B)(6) 2016 for headache and galenic /paracetamol/codeine/ (acetaminophen w/codeine) from (B)(6) 2017 to (B)(6) 2017 for muscle cramps and pelvic pain. On an unknown date, the patient started nova sure at an unspecified dose and frequency. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 5 months 12 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy on (B)(6) 2018) and surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and pelvic pain had resolved. The relationship of menorrhagia and pelvic pain to treatment with essure and nova sure was not reported. The reporter commented: on (B)(6) 2018 a hysterectomy was performed. During the procedure, a right ovarian cyst was observed and removed by precaution. The patient did not complain of cyst prior to procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. (B)(6) 2017: swab collected for chlamydia, gonococcus, trich ¿ results were negative. (B)(6) 2017: ua (urinalysis) : all normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.